Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, not increased bleeding instead of hemostasis. The only effect was the extra bleeding, but there was no harm. Frayed wires noted on removal from leg and item very hot on exterior surface. The heater wire is what came unattached from the jaws. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, not increased bleeding instead of hemostasis. The only effect was the extra bleeding, but there was no harm. Frayed wires noted on removal from leg and item very hot on exterior surface. The heater wire is what came unattached from the jaws. A replacement device was used to complete the procedure.